Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing for proximal pancreaticoduodenectomy, the surgeon fired the device from greater curvature to lesser curvature of stomach, however a few cm of the distal staple line was incomplete. The procedure was completed with manual suturing. Less than 200 cc of bleeding occurred as a result of the issue. Patient status: under observation. There was no injury as a result of this event.